Event description:
The customer reported discrepant white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct), and platelet (plt) results, for one patient, involving coulter lh 780 hematology analyzer. Instrument generated 'r' flags were provided for uwbc and plt parameters, along with instrument suspect messages (cellular interference and platelet clumps) for the original sample. The customer retrieved and tested a new sample collection from the patient on (B)(6) 2012; the results did not correlate with the original values. The customer retested the original sample retrieved on (B)(6) 2012 and the results correlated with the new sample. The customer determined the results from (B)(6) 2012 to be correct and released them from the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) examined the unit, verified startup, latron, 5c, retic-c, reproducibility, and carryover tests. No issues were noted. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The cause of the incident is determined to be inconclusive.